Event description:
Five years postoperatively, pt experienced a myocardial infarction and angioplasty was performed. Echocardiogram and cardiac catheterization demonstrated severe aortic insufficiency and paravalvular leak. At explant, pv leak was noted underneath the right coronary ostium and one-third of the valve was removed from the annulus. Gram stain was positive for 4+ gram positive bacillus and a possible abscess was also noted near the noncoronary area and was repaired with suture. The pathology report indicated a "functioning mechanical heart valve with bacterial vegetations". Another 21mm sjm valve (s/n unk) was then implanted.